Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2011 and a mesh was implanted. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent removal of the interstim generator on (B)(6) 2012. The patient underwent mesh removal on (B)(6) 2013 due to erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/26/2016. Additional information: age at time of event, date of birth.